Manufacturer narrative:
Additional information has been received regarding the lot number. The additional information has been updated in section d4 (lot number hg62asqzz submited in the initial report has been updated to blank). The pump was received with cracked battery tube threads, cracked case at the battery tube side and cracked case at the corner of the belt clip rail. No damage noted on the battery cap. No battery cap installation/removal anomaly noted. The pump powered up properly. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, faded/stained/peeling serial number label, pillowing keypad overlay and a dented retainer ring. Damage- cracked case battery tube confirmed at the back of the pump. Damage-battery cap not confirmed. Battery cap installation/removal anomaly not confirmed. Damage-retainer ring damage confirmed (during visual inspection, found a dented retainer ring). The p-cap locks properly into the reservoir compartment. Damage-reservoir unable to lock into place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the case and battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for cosmetic damage and customer reported physical damage (crack or scratch) on the pump was not related to the retainer ring. And also, physical damage affected/impacted pump functionality. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue using the device.